Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a cgm accuracy issue six days after sensor insertion into the arm. On (B)(6) 2025, at approximately 11:30 am, the patient developed symptoms including nausea, shakiness, palpitations (¿heart was bumping¿), diarrhea, and inability to walk. At that time, the cgm displayed a glucose value of 116 mg/dl, while capillary blood glucose (bg) meter reading showed 465 mg/dl. The patient was wearing an omnipod insulin pump. In response, the patient¿s daughter administered 8 units of humalog insulin. Around 1:00 pm, the patient was taken to the emergency department (ed). Upon arrival, the cgm reading was 110 mg/dl, while the bg meter showed 385 mg/dl. The patient was noted to be acidotic and reportedly ¿almost had dka.¿ the cgm sensor was removed. The patient received IV fluids and an unspecified anti-nausea medication. At an unspecified time later, the bg meter reading was 394 mg/dl, and the patient was treated with IV insulin. The patient was discharged around 6:00 pm the same day with a bg meter reading of 92 mg/dl. At the time of reporting, the patient was noted to have recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid when the patient experienced symptoms. The reported glucose values fall within the c zone of the parkes error grid checked in the ed. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was treated with IV insulin. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.